Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement the physician noted insulation breach and externalized wires on the proximal end of right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.